Manufacturer narrative:
The device was returned to the manufacturer site and is pending evaluation. The cause of the reported event cannot be determined.

Event description:
The manufacturer was informed that during an unspecified procedure, the jaw of the dissector broke after being inserted into the patient. It was reported that a ¿cracking noise¿ was heard after the dissector jaw was moved. The user attempted to activate the dissector with energy from the foot pedal and no output was observed. There was no report of a device fragment falling into the patient. The intended procedure was completed with similar device from a different lot. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results, and manufacture date. Please the updates in sections: g4, g7, h2, h3, h4, h6 and h10. The customer returned a 942005pk pks dissector for evaluation. The device was returned in a poly bag with the jaws partially open. No original packaging was returned along with the device. Upon evaluation of the returned device, the user's complaint was confirmed. Jaw actuation was not coupled with the movement of the finger-loop. No additional anomalies were noted during initial inspection. The jaws, shaft and handle were all intact and in good condition. The ceramic hub and metallic rivet near the distal end were both free from damage as was the distal-end linkage. The handle of the device was disassembled to further investigate the cause of the failure. Upon disassembly it was noted that the over-mold connecting the two push rods to the rocker assembly was damaged. The over-mold was no longer secured to either push rod. The metallic cap is securely adhered to the rocker assembly. This damage resulted in the user's report that "the jaw would then not close." The cord was removed. The proximal end of the push rods were not secure in the receptacles suggesting that they came loose following the event leading to the device's failure. This would have resulted in the user's report that the after they "supplied it with energy it would not function." Following the cord, the rocker assembly was also removed. Little resistance was needed to pull the rocker assembly and attached over-mold from the push rods suggesting they were no longer secured. Portions of the heat shrink also came away along with the over-mold. No pieces appear to be missing, all broken components were contained within the handle of the device. A DHR review was performed for the (942005pk fr863021) and device-level (p6000144-001 fr860477 and all records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. A total of 199 units were produced under this lot number with no associated ncrs, reported scrap or recorded process deviations relating to the reported failure. An attempt was made to replicate the failure mode. The jaws of a like device were restrained in a bench vice and pressure was applied to the finger loops in attempt to force the jaws open. A significant amount of force was required to cause the linkage to break. For this reason operation while constrained is likely not the cause of this reported failure. Furthermore, no damage to the over-mold was noted during this process. Upon disassembly of the like device, it was noted that the rocker assembly fractured near the pivot point. The over-mold, heat shrink and push rods remained intact and free from damage. A second attempt at replication was made with similar results. Based upon evaluation of the returned device and attempts to replicate the user's experience, the root cause of this failure cannot be determined. It is unlikely that this device would have shipped in the as received condition as final inspection procedure requires functional testing including electrical testing. In addition, each over-mold is inspected for abnormalities, any non-conforming components would be rejected.